Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female underwent breast augmentation revision with an unknown mentor saline prosthesis. Possible right-side deflation was reported post procedure. At the time of this report, mentor has received no information regarding explant date; however, bilateral prosthesis replacement is indicated.

Manufacturer narrative:
Additional information was received on 9/2/2019. The device was explanted on (B)(6) 2019. 2. Is other serious- uncheck. 2. Is required intervention- check. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).